Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic relaxation and prolapse and mesh was implanted along with the concurrent procedures of cystoscopy and labial reduction. It was reported that following insertion of the mesh the patient experienced vaginal and pelvic pain, odor, dyspareunia and mesh extrusion. It was reported that the patient underwent mesh revision on (B)(6) 2008. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh exposure, dyspareunia and odor and the patient underwent reconstructive surgery on (B)(6) 2011. (B)(4). (B)(6).